Event description:
Boston scientific received information that the patient with this device experienced several syncopal episodes. A magnet test was performed and the rate was 100 bpm. Review of the device memory indicated episodes or atrial tachycardia and two episodes or ventricular tachycardia. A new programming of the device and of the events recorded was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.